Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A peripheral orbital atherectomy device (oad) was used to treat a lesion in the posterior tibial artery (pt). A pinch pulling method was used to remove the oad from the patient, which resulted in the viperwire guide wire moving back into the proximal superficial femoral artery (sfa). A non-csi catheter was then used to cross the pt, during which the tip of the viperwire protruded through the side of the catheter. A technician attempted to remove the viperwire, but stopped the attempt upon feeling resistance. The physician then pulled hard on the wire, causing it to stretch and the tip to fracture. The wire fragment was snared and removed from the patient.

Manufacturer narrative:
Updated fields: b4, g4, g7, h1, h2, h3, h6, h10. The viperwire guide wire was received at csi for analysis and was observed to be fractured. Scanning electron microscopy was performed and revealed the presence of torsional stresses on the fracture faces of the core wires. There was also evidence of a core wire kink. When a kink occurs, the wire can become further damaged with manipulation, which may eventually lead to fracture. It is unknown if this occurred during this procedure, or if the spring tip became trapped and was pulled to fracture. The instructions for use for the wire state "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use." Microscopy images also showed that the proximal edge of the wire strain relief did not appear to have a smooth adhesive transition. It is unknown if the reduced transition smoothness contributed to the wire kink and eventual fracture. At the conclusion of the investigation, the root cause of the wire fracture was not determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).